Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-jul-01. It was reported that the morphine pump isn't helping as much as she had hoped. The patient stated the does was, ¿I think 1.75 mg/day.¿ no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was spinal pain and burning in the patient's calves. It was reported that the healthcare provider (hcp) was having trouble finding the pump; it took the hcp a couple of minutes to find the pump. It was noted that the pump moved a little bit. The caller stated that the since implant the pump has not been providing a tremendous amount of relief. It was noted that the patient would be having the pump refilled next week and the medication would be increased. No further complications have been reported as a result of this event.